Event description:
Doctor was performing an austin procedure on a male pt with fairly dense bone. Doctor predrilled, but did not countersink with proximal cortex drill as recommended in the IFU. During final insertion, the screw broke. Doctor used needle nose pliers to remove the screw, damaging some bone in process. Doctor applied bone grafts and finished the procedure using k-wire. Pt has been evaluated post op via xray. Everything is healing nicely. The pins used to fixate in place of the screws have already been removed and pt is doing well.